Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there are air bubbles inside of the reservoir. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident but was 497 mg/dl three weeks prior to the call and went to the emergency room for treatment. Troubleshooting was done for air bubbles which were purged from the reservoir and customer was advised that the pump was operating as designed. No further information was given.